Manufacturer narrative:
No sample information provided. No system issues were noted. Service was not needed, this is a reagent issue. Customer was sent a different lot of reagent. This is a reagent issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an false positive rheumatoid factor results generated by the image 800 immunochemistry. The erroneous results were not reported out of the laboratory. Customer indicated about 50% of the sample read between 20.1-21.36iu/ml. The customer believes these results are false positive it is not known whether samples were repeated with a different lot of reagent or method. Patient treatment was not impacted since this event.